Event description:
The pt reported that she had unexplained high blood glucose levels 6 hours after activating her pod. At that point, she removed and replaced her pod and did not report any further issues. She looked at the pod and noted that the cannula appeared bent "completely in half". The device was discarded and will not be returned to the MFR for eval. She was unable to provide any lot or other identifying info for the product.

Manufacturer narrative:
The device was discarded so there was no eval possible.